Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0905, a090501: unable to initiate a 3d spin d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: 441532 rev. E, ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. The hand switch was replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned hand switch was replaced. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, the site was unable to initiate a 3d spin. The site would initiate the spin with the hand switch and the imaging system would switch to 2d mode. This occurred with both the middle button and the top button. For troubleshooting, the site attempted to reboot the system but the issue persisted. Technical services (ts) had the site try to use the footswitch instead and the site was able to take a 3d image with the middle button. There was no impact on patient outcome and the issue caused a less than 1 hour delay.